Event description:
It was reported that at implant, the maximum measurement of the right ventricular lead sensing diminished overtime. The lead was repositioned but continued with the same result. It was noted that there is question if this phenomenon is related to the design of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.